Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and found to be fully functional. There is no indication of a device malfunction causing or contributing to the irritation.

Event description:
A us distributor reported that a patient developed an irritation. The patient reported having an irritation with burn-like marks, blisters, and some skin breakdown under the therapy electrode pads. The patient reported that their doctor prescribed doxycycline and that the irritation was improving. There was no alleged device malfunction contributing to the irritation.